Event description:
Please note the attached complaint involves a device associated with an adverse event that is not manufactured by (B)(6). Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient was sent to the emergency room (ER) on (B)(6) 2026 due to an infected pd catheter. The patient was admitted for its removal, and for the placement of a hemodialysis (hd) catheter (not a (B)(6) product). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).